Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during therapy (flagyl with a volume to be infused of 1400ml, delivery rate unknown). It was also reported that the pump had said it had completed the infusion, however half the bag of flagyl remained. The device was swapped to continue the therapy and there was no patient injury.